Event description:
It was reported that the intraocular lens (iol) was inserted into the patient's eye but was removed due to weak zonules and instability. There were sutures performed and there was incision enlargement. The lens was partially inserted. The iol was removed and replaced within the same procedure. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Telephone number: (B)(6). Impact code: (B)(4). Impact code: (B)(4). Clinical code (B)(4). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.